Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. The introducer sheath was bent before the twist lock, and the pusher wire was detached at the coil section. Dimensional inspection of the main coil and pusher wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24jul2025. It was reported that coil advancing issue occurred. A 22mm x 60cm interlock coil was selected for embolization of right abdominal aortic aneurysm. During the procedure, it was noted that the coil could not be pushed forward. After several attempts failed, the interlocking arm of the controllable ring was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the pusher wire was detached at the coil section.